Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the cerelink sensor was not returned for evaluation; however, a picture was provided by the customer: DHR - lot 6162670 met specifications when released failure analysis - based on the picture provided by customer, we can confirm the issue reported by customer: pressure dropped to negative value. Root cause - the possible root cause for this issue reported by the customer, and confirmed with the picture provided, could be due to excessive pressure applied to product.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
The cerelink icp (ID 826850) was not returned for evaluation, lot number information has been provided, therefore DHR was reviewed the lot number met specifications when released. The root cause of the reported issue could not be determined. However, a probable root cause was excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports (same product ID, same failure, different patients). Linked to mfg report numbers: 3013886523-2023-00008. A facility reported a microsensor (ID 826850) dropped the pressure to -35mmhg. The patient was stable with an icp 8-10 mmhg and wasn't moved or given any medication. The microsensor was implanted on (B)(6) 2022 and was removed on (B)(6) 2022. Based on information provided, it is unknown if the patient experience any signs and symptoms. Patient outcome is satisfactory.